Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an intraocular lens (iol) optic appeared to be broken upon opening. There was no patient contact. Additional information was provided via a note with the sample that there was patient contact and that the patient's zonules broke.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution and blood was dried on the lens. One haptic is bent and folded under the optic. The other haptic is bent and broken. The optic is tilted in the well area. No damage was observed to the optic. The root cause for the complaint of damaged optic when opened and zonules broken cannot be determined. The iol optic was not damaged. The lens has blood, solution, and haptic damage which reasonably suggests that the lens has been delivered into the eye. The product investigation could not identify a root cause for the damage. The observed haptic damage is similar in appearance to handling related damage. The presence of the solution and blood on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution and blood, we are unable to verify that the observed lens damage was present when opened. It is unclear if the iol contributed to the broken zonules. The manufacturer internal reference number is: (B)(4).